Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, brown particles in the fill channel and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior. Based on the device analysis the final assessment is: one striated opening due to surgical damage consistent in the use of some surgical tool. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.